Event description:
It was reported that the insulin pump alarmed motor error during the fill tubing process. The blood glucose reading was 191 mg/dl. No significant events leading to the alarm were observed. The customer noted that she had received 4 motor error alarms. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.